Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not feeling any stimulation. X-ray showed that the lead was fractured. It was determined that the lead was fractured when the physician pulled and anchored it at the patient's previous revision. The patient underwent a revision procedure wherein the many pieces of the fractured lead were all removed from the patient. The lead was replaced with a new one.